Event description:
During an atrial fibrillation procedure, a faradrive steerable sheath (clear) was selected. During the procedure, during the initial insertion of the farawave, air ingress inside the sheath occurred, air was still observed after aspiration. There was no leak observed. Air continued to be drawn in during the initial insertion of the farawave. Since this did not improve, the device was replaced, the issue was resolved, and the procedure was resumed. There were no patient complications. No air was observed inside of the patient.